Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The hybrid circuit was found to be shorting, and exhibited low resistance. Concomitant products: 7000, competitor implantable tachy lead, - (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient alert sounded, and the patient complained of feeling lightheaded and presented to the emergency room (ER). The device was found to be unable to be interrogated, and exhibited a loss of pacing output and capture. The patient was found to be in complete heart block and experienced a ventricular fibrillation (vf) arrest during the examination, requiring an external shock. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.